Event description:
It was reported that while the anesthesia system was used for treatment the ventilation stopped and the manual bag was not filling. There was no patient harm. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the reported failure in this complaint has been completed. The system was investigated by the distributor's field service engineer (fse). The reported issue was not reproduced. This marks the third occurrence of the issue, see mfg report number: 8010042-2025-0000895 and mfg report number: 8010042-2025-0000947 for the two prior events. During the further investigation by the distributor's fse it was confirmed that the customers cleaning interval of patient cassette is not regularly which is not how it's recommended in the cleaning manual. It was also identified that new staff members at the customer, being accustomed to operating an older anesthesia machine, required additional guidance on the proper use and features of our anesthesia system. This training was provided to the new staff members after the events. The customer had been trained on the anesthesia system prior to this event but new staff members at the customer who were not familiar with operating the anesthesia system were added later. In conclusion no parts were found faulty, and the anesthesia system has been handed over to the customer in good working condition. Our conclusion, based on the obtained information, is that the reported issue was a useability issue and there's no device malfunction.

Event description:
Manufacturer's reference#: (B)(4).